Manufacturer narrative:
Supplier returned main board p/n 0670-00-0788e s/n (B)(4)_keta and datasettes and could not verify the reported failure. The board and datasettes were returned to manufacturer and inserted to a cs100 test fixture. The returned parts/components passed all testing and the test fixture did not generate any electrical test fails code # 118 and # 119 or iabp shutdown system failure. The front end pcb p/n 0670-00-0668 that was replaced as a precautionary measure, has been returned and is pending the completion of the evaluation. The front end pcb p/n 0670-00-0668 was received september 26, 2016.

Event description:
The customer reported to the company representative while the iabp was in use on a patient the iabp shutdown and generated, a system failure alarm and electrical test fails codes #118 (front end hc11 cannot communicate with main hc11) and #119 (front end cpu failure) alarms. The customer is attributing the patient death to the event. Additional information is being requested from the customer, however the customer elected not to provide additional information referent to the patient and or to the event.

Manufacturer narrative:
The front end pcb p/n 0670-00-0668 was received and evaluated at the manufacturing site. During the evaluation the board was installed into a cs100 test fixture. The board was tested to factory specifications per the cs100 service manual, but the reported failure of electrical test fails code # 118 and # 119 or iabp shutdown system failure could not be verified. The board was sent to the supplier for additional testing per procedure. Supplier returned the board and verified the failure. The supplier reported they had reseated u64 (circuit) and the board passed all of their testing. The returned board was once again tested at the manufacturing facility by installing into a cs100 test fixture. The board was tested to factory specifications per the cs100 service manual. It was found to pass the testing.

Event description:
The customer reported to the company representative while the iabp was in use on a patient the iabp shutdown and generated, a system failure alarm and electrical test fails codes #118 (front end hc11 cannot communicate with main hc11) and #119 (front end cpu failure) alarms. The customer is attributing the patient death to the event. Additional information is being requested from the customer, however the customer elected not to provide additional information referent to the patient and or to the event.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem; however, the service representative observed the reported failure in the fault logs at the day of the event and also additional fault codes. It was an intermittent problem and based on the analysis of the fault logs the service rep replaced the main board (part number 0670-00-0788) the datasettes (part number 0670-00-1147) and the communication cable (apart number 0012-00-0758-02). As a precautionary measure, the front end pcb (part number 0670-00-0668) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The replaced components were requested to be returned to the manufacturing facility in (B)(4) for evaluation. The manufacturer is waiting for the customer release of the components. The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event.

Event description:
The customer reported to the company representative while the iabp was in use on a patient the iabp shutdown and generated, a system failure alarm and electrical test fails codes #118 (front end hc11 cannot communicate with main hc11) and #119 (front end cpu failure) alarms. The customer is attributing the patient death to the event. Additional information is being requested from the customer, however the customer elected not to provide additional information referent to the patient and or to the event.

Manufacturer narrative:
In addition to previous report, a second datasette (part number 0670-00-1148) was received at the manufacturer. The components were visually inspected and it was observed that the main board (part number 0670-00-0788e) had a connector housing broken (the physical damage does not affect operation of the board), the other components did not have any visual damage. The main board and the datasettes were tested and passed all the tests per manufacturing specifications and the reported malfunction was not reproduced, however in service diagnostics when checking the fault journal the manufacturer representative observed multiple electrical test fails code # 52 (shuttle transducer offset failure), # 118 (front end hc11 cannot communicate with main hc11), # 119 (front end cpu failure) and iabp shutdown failures logged between (B)(6) 2016 (day of the event). The main board and the datasettes were sent to the vendor for further investigation. The cable was tested and functioned as per manufacturing specifications and therefore it was not possible to duplicate the reported failure. The manufacturer is trying to obtain access to the front end pcb (part number 0670-00-0668) that was replaced as a precautionary measure, based on the fault codes found in the fault journal.

Event description:
The customer reported to the company representative while the iabp was in use on a patient the iabp shutdown and generated, a system failure alarm and electrical test fails codes #118 (front end hc11 cannot communicate with main hc11) and #119 (front end cpu failure) alarms. The customer is attributing the patient death to the event. Additional information is being requested from the customer, however the customer elected not to provide additional information referent to the patient and or to the event.